Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Another country's registry pertaining to the evaluation of axium detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in four other countries. Enrollment started in 2008; enrollment ongoing. N = 166; target patients. MDR numbers: 2029214-2008-00207 to 2029214-2008-00237.

Event description:
Information from clinical trial database. Ruptured acom aneurysm coiling with 3 axium coils: qc-7-20-3d, qc-5-10-3d, qc-3-6-helix. Complication: coil protrusion. No additional information. No patient injury reported.